Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336700 model: sc-8336-70 serial: (B)(6) batch: 7077528 UDI: (B)(4).

Event description:
It was reported that the patient developed an infection at the battery pocket site and midline incision site. The physician confirmed that the infection was procedure related. The patient has a peripherally inserted central catheter (PICC) line in for antibiotics. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted device components will not be returned, as they have been discarded.